Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant the his lead exhibited high thresholds. It was found that after multiple counter clockwise rotations along with gentle traction, the lead would not disengage from the myocardium. The sheath was positioned both distally and proximally during different attempts to remove the lead. When the sheath was not against the septum, twisting of the lead "telephone cording" close to the septum was observed suggesting the torque did transition to the tip however lead remained attached. After multiple attempts of counter clockwise rotations with traction, it was observed that the helix was beginning to elongate. The his lead was capped as it was unable to be removed and was replaced. No patient complications have been reported as a result of this event.